Event description:
It was reported by the customer that the service evaluation process conducted at the manufacturer facility it was observed that the device is broken off. If the holder were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the service evaluation process conducted at the manufacturer facility it was observed that the device is broken off. If the holder were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.